Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this 32mm mitral annuloplasty ring, significant mitral regurgitation was observed while testing the valve. It was reported that the surgeon was not satisfied with the repair and decided to replace the valve. The 32mm mitral annuloplasty ring was explanted and replaced with a 31mm bioprosthetic valve. It was also reported that the 32mm mitral annuloplasty ring did not malfunction and no additional adverse patient effects were reported.